Event description:
The MFR was unaware of this event until receipt of notice of legal action by a pt's family. Preliminary info indicates that in 1999, a pt received a spinal anesthetic in preparation for a cesarean section birth. It was alleged that the needle broke during insertion which resulted in the needle remaining in place. The pt required a general anesthetic to complete the cesarean section birth. It was reported that a further operation was required to remove the needle in the lumbar spine.